Manufacturer narrative:
Date of event: as the date of identification of the device migration has been requested, but has not yet been provided to gore, the date of event will be estimated as the date of event provided by the user facility in the MDR: (B)(6) 2022. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received the following information from voluntary user facility MDR report #5112720: on an unknown date in 2022, a gore® excluder® iliac branch component was implanted to treat an unknown etiology. A one month follow-up CT scan on an unknown date revealed proximal device migration (amount unknown) and occlusion of the patient's right internal iliac artery. A three month follow-up CT scan on an unknown date revealed device migration of >3cm with a possible type I endoleak. On an unknown date, reintervention was performed whereby a proximal cuff was placed. Additional information has been requested. The patient status remains unknown at this time.

Manufacturer narrative:
A.4. Patient weight: asked but unavailableb.7. Other relevant history, including preexisting medical conditions: asked but unavailabled.10. Concomitant medical products and therapy dates: asked but unavailableh.6. Type of investigation: code b15 addedh.6. Type of investigation: code b15 - images were provided, and an imaging evaluation will be performed. H.6. Investigation conclusions: code d16 remains unchanged h.6. Investigation findings for communication/interviews: code c21 updated to code c20

Manufacturer narrative:
H6: investigation findings for imaging evaluation: code c19: the imaging evaluation found the following: there was no contrast visualized within the right hypogastric artery. There appeared to be some collateral filling of the lateral posterior division of the right hypogastric artery. There were no pre-implant images available to review. H6: investigation conclusions: code d12 added. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis occlusion and occlusion of device or native vessel. H6: investigation findings for imaging evaluation: code c21 updated to code c19. H6: investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #hgb161407a/ serial #(B)(6)/ UDI #(B)(4) as the same device family. Additional events (migration/endoleak) and devices included on this report for this patient are as follows: catalog #rlt231412/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #3007284313-2022-01934. A.1. Patient identifier (in confidence): added. A.2. Age at the time of event/date of birth: added. A.3. Gender: added. D.4. Device information: added. D.6a. If implanted, give date: added. H.4. Device manufacture date: added. H.6. Health effect - clinical code: code e2328 remains unchanged. H.6. Type of investigation: code b13 remains unchanged. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for communication/interviews: code c21 remains unchanged. H.6. Investigation conclusions: code d16 remains unchanged. Voluntary user facility MDR report #5112720 attached b.2. Outcomes attributed to adverse event: corrected. B.3. Date of event: updated following receipt of additional information. B.4. Event description: updated following receipt of additional information. H.6. Health effect - clinical code: code e0506 removed. H.6. Health effect - impact code: code f1905 updated to code f24. H.6. Medical device problem code: code a051201 updated to code a26. H.6. Component code: code g04122 updated to code g07001. H.6. Type of investigation: code b22 updated to code b14. H.6. Investigation findings: code c20 updated to code c19.

Event description:
On (B)(6), 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm with bilateral iliac artery treatment using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that, during the index procedure, final angiography showed that the trunk-ipsilateral leg component had moved distally approximately 7-10mm from the original placement location below the renal arteries. It was noted that the patient had a long aortic neck with little to no angulation. There was no calcification or thrombus noted in the seal zone, and anatomy was reportedly correctly matched to the product per the device instructions for use sizing guide. No endoleak was identified. According to voluntary user facility MDR report #(B)(4), a one month follow-up scan on or around (B)(6), 2022, identified occlusion of the patient's right internal iliac artery. The cause of the occlusion is unknown. The event is ongoing.